Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Hemorrhage and perforation are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported subarachnoid hemorrhage and vessel perforation were anticipated procedural complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00540, 3005168196-2016-00541, 3005168196-2016-00542, 3005168196-2016-00543, 3005168196-2016-00544. The hospital disposed of the device.

Event description:
The patient underwent a thrombectomy procedure using a penumbra system 5max reperfusion catheter, a penumbra system 3max reperfusion catheter, a penumbra system 3max separator, a px slim delivery microcatheter, a neuron 6f select catheter and a neuron max 6f 088 long sheath. On post-operative day 1 and day 3, a non-contrast computerized tomography (ncct) was performed and revealed evidence of a subarachnoid hemorrhage (sah) in the dorsal insula and hemorrhagic transformation. The sah was noted to be due to vessel perforation. The patient showed overall clinical improvement in neurological status and was maintained on diltiazem and atenolol for atrial fibrillation throughout the hospital stay. On (B)(6) 2012, the patient was subsequently discharged to an acute rehabilitation nursing facility. The sah was reviewed and adjudicated by the committee to be a non-serious adverse event with a possible relationship to the penumbra system and angiographic procedure but unrelated to the index stoke.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up. This report is associated with MFR report numbers: 1. 3005168196-2016-00540, 2. 3005168196-2016-00541, 3. 3005168196-2016-00542, 4. 3005168196-2016-00543, 5. 3005168196-2016-00544.